Event description:
It was reported that the insulin pump alarmed no delivery and the customer was experiencing high blood glucose. It was stated that the device was showing a full icon, but the reservoir was not even half full. Advised the customer to disconnect from the device and to run a fixed prime test, but only one drop fell. The test was performed again and the device was giving him a lot of insulin. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The device was programmed with multiple boluses and all boluses delivered and recorded properly in the bolus history screen. Units left in status screen matched the units left in the reservoir with no delivery anomaly noted.